Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.

Event description:
Philips received a complaint on the patient information center ix indicating the whole hospital is down. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer onsite. The customer expected to be able to see patient vitals on the central station. The customer checked the server configuration and some switches were offline. The field service engineer (fse) onsite work order was cancelled and the case was escalated to the national support specialist (nss) for resolution. The nss confirmed distribution switches were offline causing telemetry outage. The nss had the customer reboot/clear distribution pair where most of telemetry infrastructure had disabled ports and they were connected. As a result, all switches resumed to full connectivity and returned to working specification. No further investigation or action is warranted at this time.